Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
During the index procedure one resolute integrity drug-eluting stent was implanted in the lcx. Approximately 3 months post index procedure the patient had a gi bleed. Patient was treated with medication. Patient discharged with no other clinical sequelae reported.